Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to prime alarm. The insulin pump received with normal operating current. The insulin pump passed self-test and off no power test. The motor was tested outside of the device and passed. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump received with minor scratches on lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the drive support cap appeared normal. The insulin pump will not be returned for analysis.